Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the screwdriver broke off into the screw head, upon insertion and the tip was wedged into screw and not removed. Procedure was successfully completed with no surgical delay. There was no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device.